Manufacturer narrative:
(B)(4). Evaluation: method: device history is pending. Results: device history review is pending. No product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis. Conclusion: based on the limited information available at this time, the cause for this event could not be determined. Additional information has been requested, and the product is expected to be returned for analysis. Upon further information, a supplemental report will be filed.

Event description:
Medtronic rec'd information that this oxygenator was exhibited high pressures. It was reported that the oxygenator did not have to be changed out; however, they were seeing high pressures around 300, limiting the inflow pressure to 450 with a blood flow of under 3 litere/minute. The pt was kept cooled to 36 degrees and hemodiluted. The pressure seems to resolve toward the end of the case, and flows were able to be increased up to 4.8. It was reported that the pt was large. No adverse pt effects were reported.